Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09930. Related manufacturer reference number: 2017865-2020-10093. It was reported that the patient presented in clinic for a follow-up. Pocket infection and pocket erosion was observed. The patient's system was removed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.